Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific patient or device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique product lot numbers. The model listed in the pli is a representative of the model family, as there is no specific model listed. The baseline gender/age characteristic is female/13 years old, with a mean weight of 50 kg, for the patients referenced in the article. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿time and temperature profile of catheter cryoablation of right septal and free wall accessory pathways in children.¿ j cardiovasc electrophysiol, vol. 19, pp. 343-347, april 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reports the following patient complication while using a cryoablation catheter: there were two (2) patients who had transient 3 degree atrioventricular (av) block during the ablation procedure and the procedure was aborted. The status/location of the catheter is unknown. No further patient complications have been reported as a result of this event.